Event description:
Procedure type: gastric bypass. According to the reporter: there was postoperative bleeding. There was no unanticipated tissue loss. There was no tissue damage. No reoperation was needed. No transfusion was needed. No reinforcement material used. There was extended hospital stay. Subsequent follow up information.

Manufacturer narrative:
(B)(4).